Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment for the event with vancomycin injection (1 gram stat, frequency and route were not reported) and cefepime (1 gram per exchange, frequency and route were not reported). On an unreported date, the patient was hospitalized for the event. The outcome of the peritonitis event was unknown. It was not reported if extraneal therapy was ongoing. No additional information is available.